Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent up button response due to moisture damage keypad traces. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 8.3 mmol/l. The caller stated that the numbers started to ramp uncontrollably so the battery was removed and put back in but the pump alarmed with failed battery test; afterward the battery was changed completely and then the button error occurred. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.